Event description:
Report 1 of 2. It was reported that when using bd vacutainer® sst¿ ii advance, gel fragments in the specimen of an unspecified number of devices clogged the analyzer probe. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that when using bd vacutainer® sst¿ ii advance, gel fragments in the specimen of an unspecified number of devices clogged the analyzer probe. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
Investigation summary: bd had not received any photos or samples for investigation. A total of 100 retained samples from each batch number, 5055760 and 5027595, were visually inspected, and no gel defects were found. Complaints for sample quality were not under statistical control for the month of december 2025; additional testing were performed. Factors that may contribute to oil gel globule were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5027595 and 5055760, for the indicated failure mode: oil gel globule. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring current trends.